Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a "failure." This condition was found in the "intermedia area." It is unknown when this event occurred. The quality engineer later assigned the broken door to be the as determined problem; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a "failure" was not confirmed by service. The quality engineer later assigned the confirmed broken door to be the as determined problem. This condition was caused by a broken door. The pump head door and required parts were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A follow-up report will be filed if any additional details become available.